Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe plunger rod broken with caused the stopper separation from plunger. The potential cause for the occurence is a failure at syringe assembly station, which caused the plunger rod broken. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that bd plastipak¿ syringes stopper is separating from the plunger. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringes stopper is separating from the plunger. No serious injury or medical intervention was reported.